Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose level was elevated (over 600mg/dl). After receiving the alarm, the customer changed the cartridge and infusion set successfully resuming insulin delivery.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.